Manufacturer narrative:
We were performing a retrospective review of complaints as result of a previous MDR to identify any devices exhibiting a similar issue.

Event description:
The power cord got wrapped up in the pedals and was broken.